Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there were cracks found in 10ml bd syringes luer-lok tips which resulted in leaking. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: three loose 10ml luer lok syringes with no packaging were received by bd (B)(4). Lot number reported #7325673, catalog # 302995. Based on visual examination of the three returned samples, cracked barrel was observed on all three samples. The length of the crack varied among the three samples. Product defect confirmed based on sample evaluation performed. DHR review for batch 7325673 (p/n 302995): manufacturing dates: 12/20/2017 to 12/22/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7325673 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: based on the severity and occurrence a root cause is not necessary.